Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of vancomycin (2000mg) to a patient admitted for cellulitis. The vancomycin order was 2,000 mg in sodium chloride 0.9% 540 ml intravenous piggyback, at a rate of 240 ml/hr (administer over 135 minutes). It was intended to infuse at a rate of 240ml/hour, however 540ml of medication was found to have infused within 45 minutes. When discovered, the infusion was stopped, and the patient monitored. The event occurred at 00:20. There was no patient harm or injury associated with the event.

Event description:
It was reported that there was an over infusion of vancomycin (2000mg) to a patient admitted for cellulitis. The vancomycin order was 2,000 mg in sodium chloride 0.9% 540 ml intravenous piggyback, at a rate of 240 ml/hr (administer over 135 minutes). It was intended to infuse at a rate of 240ml/hour, however 540ml of medication was found to have infused within 45 minutes. When discovered, the infusion was stopped, and the patient monitored. The event occurred at 00:20. There was no patient harm or injury associated with the event.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device catalog # additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes ,remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of vancomycin was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ inspection of the suspect device found fluid ingress on the rear case during the internal inspection, however, this observation was noted as an incidental finding. The left (female) ilii connector were observed broken. The air in line sensor assembly was identified as third-party part, manufactured by elite biomedical solutions the bezel assembly date code was noted as december 2015, this is recall affected but there were no observations of cracks or separations associated with the recall during the inspection of the suspect device ¿ the customer provided an event date of 29 august 2024, and an event time of 12:20 am. ¿ review of the pcu error log showed no errors were recorded on the reported event date ¿ on 29 august 2024 at 12.22 33 am, the pcu event log showed the pcu, and the suspect pump module were powered on and was assigned channel a. The user selected "yes¿ to ¿new patient.¿ the profile in use was identified as "med/surg/tele¿. O the suspect pump module was selected on 29 august 2024 at 12:22.54 am and programmed a primary infusion for guardrails drug for drugids (unknown drug) with a rate of 240ml/hr. A secondary infusion was programmed for drugld406 (vancomycin) to infuse a dose of 2000 mg, concentration of 3 704 mg/ml and a rate of 240 ml/hr. Two (2) minutes later the pump module was infusing. O at 12:44 59 am an alarm occurred ¿air in line¿, seven (7) minutes later the pump module was paused o between 12'51:54 am and 12:57:41 am the pump module was selected two (2) times and then, the channel was powered off six (6) minutes later the pcu was powered off and no further infusions ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log it is also not possible to determine what the fluid is that is contained within the IV container this is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ the pcu event log could not determine why the secondary infusion that was programmed to infuse for 2.25 hours was terminated early after only infusing for approximately 20 minutes ¿ external and internal inspection of the suspect pump module found incidental findings with no relation to the reported complaint including the use of a third party manufactured rear case. O the third-party parts notice (dated 07feb2022) states that only original bd pump module parts and components are to be used in any maintenance, repair, or use with bd devices. O bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise in the directions for use. « inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. O it is possible that there was a back check valve failure with the primary administration set, however, this issue could not be investigated further ¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12 1), it states within warnings and cautions ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door ¿ the device was in use for treatment purposes as intended per 21 cfr 820 198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer note to repair center. Please replace the mechanism assembly as it was disassembled during the investigation designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Concomitant device: the device referenced in this file was associated with another device that was the source of the complaint reference the source device file sn'12936455 for conclusion this file can be closed based on this fact no further investigation of this device is necessary. Dchu will not cover any costs associated with this device. Root cause: the root cause of the reported over infusion was not identified during the investigation. The pump module was found to be infusing within specification during laboratory testing. The primary administration set was not provided for analysis of a back check valve failure which could be perceived as an over infusion by allowing the secondary fluid to back fill into the primary bag. Note that this report lists imdrf annex a040502, a1801, a0401, g02017, g04037, c0601, c07, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.